Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital for a lead revision procedure. Upon review, the right atrial lead dislodged. The physician repositioned the lead during procedure on (B)(6) 2020. The patient experienced no adverse consequences.